Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating and subsequently, shut down. There was no impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.